Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the lv lead reached the target vessel, there was distal diaphragmatic stimulation, proximal high threshold, and the lead could not pace. The lv was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.